Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was diagnosed with peritonitis the same day as the patient underwent surgery for an unrelated event. It was not reported if the patient was hospitalized for peritonitis. On the same day, the patient started treatment with vancomycin (dose, route, and frequency not reported) for peritonitis. The vancomycin was discontinued fourteen days later. The cause of the event was unknown. Therapy was ongoing. Outcome of the event was not reported. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.